Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient reported their pump had flipped multiple times after implant. The patient reported never experiencing therapy. The critical pump alarm went off several weeks prior to the patient's replacement on (B)(6) 2024. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient's pump was interrogated, which confirmed that the pump reservoir was empty. The healthcare provider (hcp) made a medical judgment to replace the pump and part of the existing catheter. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.